Event description:
During closure after triple vessel coronary bypass graft, surgeon did not hear 'sucking' through chest tubes. Suction source and water seal drainage system checked - connections intact, clamps open, some bubbling noted. Surgeon still unable to detect suction in chest tubes. Skin closed and still no drainage in system. Drainage system changed out and still no drainage. Pt opened mediastinal tubes declotted. Drainage system changed out. Pt opened total x3; water seal drainage system changed out x5; mediastinal tubes changed x1; used 3 transfusion liners,. Anesthesia noted poor pull through connecting tube even when suction increased. After 4th closure, water seal drainage system changed out to another brand with no complaints.